Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with detached reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay. The insulin pump had was received without the original battery cap and unable to verify damage battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery cap was missing after resetting the internal battery of the insulin pump. The customer also reported that the insulin pump could not be used. The customer's blood glucose was 9.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.